Event description:
324 days after implantation of a 3.0x32mm taxus express2 drug eluting stent an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the right coronary artery (rca). A pre-intervention stenosis of 70% was reported. A 3.0x32mm taxus stent was deployed in the rca. It was reported that a "sligh irregularity in the proximal portion of the stent" was noted. It is also noted that the lesion had not been pre-dilated. A 3.25x12mm quantum balloon was deployed to complete the stent deployment. A post-intervention residual stenosis of 0% and lumen irregularities were noted proximally and immediately and distal to the stent with timi iii flow. The patient was placed on plavix, ace inhibitors, and beta-blockers. No information concerning lesion calcification or vessel tortuosity was reported. Patient complications were reported as "none". The patient presented 324 days after the initial procedure with unstable angina and two tandem lesion of 80% in-stent restenosis in the rca. After balloon dilation of the lesion, a 3.5x28mm taxus stent was deployed. Post-intervention results were reported as 0% residual stenosis and timi grade iii flow. Patient complications were reported as "none" and patient condition was reported as "satisfactory/good".